Manufacturer narrative:
Correction: d4: expiration date, d4: unique identifier (UDI) #, and g4: combination product. Additional information: h6, and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a solution administration set. Foscarnet was being administered via a non-baxter pump, but the medication bag remained full even after the expected 2-hour infusion time had passed. The issue occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date and d10: concomitant product: the event occurred in an unspecified date of (B)(6) 2024. E1: initial reporter facility name: (B)(6) h11: should additional relevant information become available, a supplemental report will be submitted.